Manufacturer narrative:
Although a definitive cause for the issue was not identified, the architect i2000sr (03m74-02) was considered the likely cause for the issue. However, sample integrity could not be ruled out. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a false positive architect stat troponin-I result on a patient. Results provided: sid (B)(6) = 0.57 / 0.02 ng/ml, another sample drawn was negative. Normal range: < or = 0.03 ng/ml is negative. No impact to patient management was reported.